Event description:
During thoracentesis, the metal stylet broke into two pieces. The introduction of the stylet and catheter was uneventful by an experienced pulmonologist. Both pieces of the stylet were retrieved, and chest x-ray showed no foreign body. The manufacturer has been notified and the product will be returned for testing.